Event description:
A reporter/layperson, mother of the patient/layperson, informed a customer care advocate that the display of her son's ultrasmart meter was "foggy". The patient had been cleaning the display screen with alcohol that possibly had damaged the screen. Due to the alleged issue, the patient reportedly had difficulty interpreting the results, often injecting too little or too much insulin. The patient's regime of humalog and lantus was not provided. Products were replaced. On an unk date in 2007, the patient became shaky, with a "sweaty nose", his indicator of low blood glucose, after injecting an increased amount of humalog. The blood glucose result upon which he based the increase was not provided. His blood glucose on a backup meter was "42" mg/dl. Reportedly, no other action was taken. The complaint is classified as a use error adverse event. The reporter claimed the patient was basing insulin upon results he reportedly could not interpret, possibly due to misuse.